Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare provider reported right side, "capsular contracture" (baker grade IV), peri-prosthetic fluid" and "chronic inflammatory process". Device has been explanted.